Event description:
Caller reported that a malfunction occurred on the pump after it was dropped. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.